Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Tandem technical support assisted the customer with clearing the alarm. Blood glucose was 80 mg/dl. The customer continued to use the pump for insulin therapy.